Event description:
The customer reported that the ventilator's remote alarm connector was broken. The ventilator was in use, and the customer reported there was no pt harm. If the ventilator's remote alarm is not functional due to physical damage. When an audible alarm is activated on the ventilator, the facility's remote alarm may not sound. The respironics service technician confirmed the physical damage to the connector. The service technician reported there was no output signal from the remote alarm port when the ventilator alarmed. The service technician replaced the main pcb board to correct the customer reported problem. Performance verification testing was completed and all tests passed per operating specifications. The respironics service technician reported the physical damage appeared to be caused by the ventilator being pushed into something. Because the remote alarm cable was also physically damaged. The cable did test to specification.